Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; thoracic stent-graft herniation through the aortic wall in a case of lung cancer nishioka et al, interactive cardiovascular and thoracic surgery (2021) 1¿3 doi:10.1093/icvts/ivab277. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient during tevar combining lung lobectomy and resection of the aortic wall for advanced lung cancer on an unknown date. The navion graft was modified using a physician-crafted fenestration to preserve the left subclavian artery it was reported post the index procedure due to continuous bleeding a re-thoracotomy was performed the next day. A haematoma was observed above the resection site of the descending aorta. After the haematoma was removed, bleeding and stent-graft herniation into the chest cavity caused by cleaving the resected aortic wall was observed. Bleeding was assumed to be type I and IV endoleaks. Digital subtraction angiography revealed visible migration. Zone 2 re-tevar with a non mdt ( gore tag ) thoracic stent graft was immediately performed to prevent further stent-graft migration and impending lethal haemorrhage, although the initially preserved left subclavian artery was intentionally covered. The patient had a haemodynamically stable postoperative course and was discharged on the 28th postoperative day and was doing well at the 3-month postoperative follow-up. Per the physician the cause of the events are undetermined. No additional clinical sequelae were reported and the patient is fine.